Event description:
It was reported that air bubbles were observed within the mobi cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly, the customer loaded the cartridge with cold insulin. Technical support educated customer to ensure insulin is at room temperature when filling cartridge. Customer primed the tubing to address the issue.